Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not properly communicating with the centrimag monitor when placed on battery power was not confirmed. The console (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. This event will be reopened with further investigation if the console is returned. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (section 7.24 ¿monitor connection¿) instructs users on how to properly connect the mag monitor to the centrimag console. The monitor is an optional accessory and is not required. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the 2nd generation centrimag monitor was not maintaining power when the loaner console was placed on battery. A new monitor was placed on the loaner console and the monitor continued to shut off when the console was placed on battery. The initial monitor functioned properly on battery with a new console. The loaner console would be sent back.